Event description:
Patient came in for an aortogram. A 6 fr balkin sheath was used to deliver stents and balloons. Toward the end of the procedure, it became difficult to advance or withdraw our balloons. The balloons were of larger size, so we thought they were just not "re-wrapping" well after being inflated. As we removed the sheath to place a closure device, there were some inner wrapping or nylon "string" still inside the artery. The string was withdrawn by physician while it was still attached to the sheath. Of note, all balloons and stents were 6 fr. Compatible. Manufacturer response (as per reporter) for balkin up & over contralateral design 6fr, flexor check flo introducer.manufacturer provided rga for product return evaluation.